Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer did not bolus after eating dinner causing the high blood glucose. The customer reported that she had button error and prime anomaly on the insulin pump. The troubleshoot was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to disconnect to the insulin pump and revert to back up plan per health care provider instruction. The customer declined to return her insulin pump right now, she will talk to her doctor and maybe call us back to send it to us.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed self-test. No alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.